Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a low transmitter battery error on (B)(6) 2018. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test passed/failed. A review of the downloaded share log confirmed the reported event of a low transmitter battery. This complaint was upgraded to reportable status based on discovery of a transmitter failure via data log review. The probable cause was determined to be a low transmitter battery. No additional patient or event information is available.